Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn noted the cvp monitor had a negative value. The rn assessed the IV line and noticed a large pool of blood on the patient's mattress. (Ebl approx 10-20 ml). Pt did not become symptomatic from the blood loss. The catheter was disconnected from the patient and revealed to have a crack in the tubing. There was no patient harm reported.

Manufacturer narrative:
Concomitant products: non-bd three-port stopcock; mz1000-07; 10 ml covidien 0.9% sodium chloride syringe, lot number 15h1514, expiration date 07/2017; therapy date (B)(6) 2016. The customer¿s report of a leak was confirmed. Visual inspection revealed a hairline crack on the female luer measuring 10.6 mm. Functional testing confirmed leaking from the crack. Dimensional testing found that the male end attachment was within specification. The root cause of the leak was a cracked female luer. The cause of the crack is unknown.